Manufacturer narrative:
A visual examination of the returned advantage fit system mesh revealed that it appears stretched. As a result, the mesh is curled and unraveled on the outer edges. Blood and tissue residue was observed on the mesh. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. The investigation concluded that this complaint is associated with a product that meets the design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. The most probable root cause classification is operational context.

Event description:
It was reported to boston scientific corporation that an advantage fit system was used in a procedure to treat stress urinary incontinence performed on (B)(6) 2015. According to the complainant, during the procedure, the physician tried to place the sling but the sling curled. The procedure was completed with a different device. There were no patient complications reported as a result of this event. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported to boston scientific corporation that an advantage fit system was used in a procedure to treat stress urinary incontinence performed on (B)(6) 2015. According to the complainant, during the procedure, the physician tried to place the sling but the sling curled. The procedure was completed with a different device. There were no patient complications reported as a result of this event. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.